Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2018-00129 since there is more than one device implicated.

Event description:
(B)(4). This report is associated with product compliant: pending. This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a (B)(6) (at the time of initial report) male patient of unknown ethnicity. Medical history included pain and increased blood pressure. Concomitant medications included unspecified pain killers, tilidine hydrochloride, morphine plasters, unspecified blood pressure lowering agents; all for unknown indication. The patient received insulin lispro (rdna origin) (humalog, cartridge) via humapen memoir and insulin glargine (lantus, cartridge) via luxura hd, at unknown doses and frequencies, subcutaneously for the treatments of diabetes mellitus, beginning on unknown dates. On an unknown date after starting insulin lispro and insulin glargine therapies, he did not read the instructions to administer dose from humapen luxura hd and administered wrong amount of insulin. He experienced abnormal blood glucose (units, reference ranges and values were not provided) with three to four sugar shocks due to which he was hospitalized. More information regarding surgical procedures and laboratory tests during hospitalization was not provided. He only primed when a new cartridge was inserted and needles were used until they became dump (improper use). On unknown dates, in the mornings, he frequently had bitter taste in mouth. Corrective treatment was not provided. Outcome of the events was not resolved. Status of insulin lispro and insulin glargine therapies was not provided. Follow up would not be possible because the consent to contact the patient and healthcare professional (hcp) was not gained. The operator of humapen memoir and humapen luxura hd was patient and training status of patient was not provided. The general and suspect humapen memoir and humapen luxura hd models duration of use was not provided as they were started on an unknown date. The action taken with the humapen memoir and humapen luxura hd was not provided and their returns were not expected. The reporting consumer did not provide relatedness assessment between the events and insulin lispro and insulin glargine therapies or their humapen luxura hd and humapen memoir pens. Edit 30jul2018: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
Event: narrative field; new updated and corrected information is referenced within the update statements in event. Please refer to statement dated 22aug2018 in the event field. No further follow up is planned. This report is associated with 1819470-2018-00129 since there is more than one device implicated. Evaluation summary: the patient reported that his humapen memoir device "battery is empty, so he counts the units while setting the dose." He also reported he primes the pen only when he inserts a new cartridge and "uses the needle until it is stump". He experienced abnormal blood sugar levels. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. However, the complaint narrative does not suggest a device malfunction but rather a medication error. The core user manual states, "pen can be used until the dead battery symbol shows in display" and "do not use the pen if the display shows a dead battery (solid battery symbol)." The core user manual instructs the patient to always prime before each injection and to use a new needle for each injection. There is evidence of improper use. The patient used the device with a dead battery. The patient reused needles and does not prime the device before each use. These may be relevant to the event of abnormal blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a 53-year-old (at the time of initial report) male patient of unknown ethnicity. Medical history included pain and increased blood pressure. Concomitant medications included unspecified pain killers, tilidine hydrochloride, morphine plasters, unspecified blood pressure lowering agents; all for unknown indication. The patient received insulin lispro (rdna origin) (humalog, cartridge) via humapen memoir and insulin glargine (lantus, cartridge) via luxura hd, at unknown doses and frequencies, subcutaneously for the treatments of diabetes mellitus, beginning on unknown dates. On an unknown date after starting insulin lispro and insulin glargine therapies, he did not read the instructions to administer dose from humapen luxura hd and administered wrong amount of insulin. Reportedly, he was unaware that the luxura hd only injected in half doses. He experienced abnormal blood glucose (units, reference ranges and values were not provided) with three to four sugar shocks due to which he was hospitalized as the battery of humapen memoir was empty and patient counted the units manually ((B)(4)/ lot number-unknown). More information regarding surgical procedures and laboratory tests during hospitalization was not provided. He only primed when a new cartridge was inserted and needles were used until they became dump (improper use) for both suspect devices. On unknown dates, in the mornings, he frequently had bitter taste in mouth. Corrective treatment was not provided. Outcome of the events was not resolved. Status of insulin lispro and insulin glargine therapies was not provided. Follow up would not be possible because the consent to contact the patient and healthcare professional (hcp) was not gained. The operator of humapen memoir and humapen luxura hd was patient and training status of patient was not provided. The general and suspect humapen memoir and humapen luxura hd models duration of use was not provided as they were started on an unknown date. The humapen memoir and humapen luxura hd were not returned o the manufacturer. The reporting consumer did not provide relatedness assessment between the events and insulin lispro and insulin glargine therapies or their humapen luxura hd and humapen memoir pens. Edit 30jul2018: updated medwatch fields for expedited device reporting. No new information added. Edit 06-aug-2018: information was received regarding pc numbers: (B)(6) and the same were processed in catool. No new medically significant information was received and no further changes were done to the case. Edit 10aug2018: updated medwatch fields for expedited device reporting. No new information added. Update 20aug2018: additional information received on 17aug2018 from global product complaint database cancelled the product complaint number: (B)(4). The complaint number was removed from the product tab for the humapen luxura hd and the narrative. Corresponding fields and narrative updated accordingly. Edit 21-aug-2018: upon review of information received on 20-aug-2018, information regarding product complaint of humapen memoir was updated in narrative. No new medically significant information was received and no further changes were done to the case. Update 23aug2018: additional information received on 22aug2018 from the global product complaint database. Entered the device specific safety summary (dsss) and updated the medwatch and european and canadian (EU/ca) device fields for the suspect humapen memoir associated with pc (B)(6). Entered a dsss; updated medwatch and european and canadian (EU/ca) fields for expedited device reporting; added the lot number and the unique device identifier (UDI) number; and recoded the type of humapen luxura hd (ms9673 to ms9673a) for the suspect humapen luxura hd associated with pc (B)(6). Corresponding fields and narrative updated accordingly.